Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008, a cardiovascular event on (B)(6) 2013 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.